Event description:
A report was received via social media that the patient was experiencing discomfort and electric jolt from the ipg. The patient underwent a revision procedure wherein the ipg was moved. The patient was reportedly doing well postoperatively.